Event description:
It was reported that while use with bd max¿ system, bd max¿ instrument, false positive results were obtained. Repeat testing was performed and the results were negative. Erroneous results were not reported out, and there was no report of patient impact. The following information was provided by the initial reporter: there were some contamination issues with cryptosporidium. Contamination in one run gave positive results for multiple samples.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while use with bd max¿ system, bd max¿ instrument, false positive results were obtained. Repeat testing was performed and the results were negative. Erroneous results were not reported out, and there was no report of patient impact. The following information was provided by the initial reporter: there were some contamination issues with cryptosporidium. Contamination in one run gave positive results for multiple samples.

Manufacturer narrative:
H.6. Investigation: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had a "false positive". Customer reported that after they obtained acceptable environmental monitoring and found no cryptosporidium contaminations, they received false positive results for cryptosporidium in a run. Application specialist reviewed customer workflow and reviewed contaminated run. Application specialist recommended cleaning the rack and prewarm regularly. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on (B)(6)2021, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and at the beginning of december 2021, the instrument experience cryptosporidium contamination. Customer performed cleaning and environmental monitoring with success. This case is continuance of the that issue. Sample were not expected to be returned, therefore returned sample analysis is not required. Root cause is determined to be due to workflow issue. Complaint is unconfirmed as the contamination was determined to be due to workflow. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode.